Manufacturer narrative:
After returning the product, the laboratory conducted various analyses: visual inspection: valve immersed in water with a piece of catheter on each connector. Presence of 2-3 scratches on the valve body (device removal may be the cause). Presence of some physiological residues inside. Pressure testing without decontamination: p1 and p5 values are out of specification, while the other pressure values are within tolerance. The p5 value confirms hyperdrainage due to its low value. Following these abnormal values, a observation with a binocular microscope was conducted, revealing the presence of a fiber protruding towards the ball. Programming testing without decontamination: programming is in compliance with our specifications although some difficulties are noted, but this was a known fact. Pressure testing after decontamination: same phenomenon observed as before decontamination, with p1 and p5 values out of specification.therefore, hyperdrainage is also confirmed after exposure to bleach due to the excessively low p5 value. Programming testing after decontamination: difficulties encountered during each position change. A verification has been performed production data : a verification of the valve pump passage results dating back to 2013 was performed, showing that the valve was stable and compliant with the expected specifications. In conclusion of these analyses, we can confirm that hyperdrainage is linked to a p5 pressure value lower than expected. No similar event was reported in the past within the same manufacturing lot. The valve was implanted almost 10 years ago without any specific clinical event to highlight, suggesting that the valve must have been working correctly until now. The presence of a fiber in the valve chamber may suggest a temporary obstruction that would have created a nonreversible drift in the pre-calibrated resistance of the spring. The obstruction is a known phenomenon and identified in the instructions for use.

Event description:
The spv was implanted on (B)(6) 2013. Even if the valve pressure was set to 200mmh2o, over drainage did not improve.